Event description:
It was reported that an alert was triggered due to high and out of range impedance on the defibrillation coil of the right ventricular (rv) lead. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant: 5076-45 lead, implanted 2009-(B)(6). (B)(4).